Event description:
The event is reported as: the endotracheal cuff deflated on its own while being used on a pt. No pt injury reported.

Manufacturer narrative:
It is reported that a device sample is available for eval. This device sample is not the one used on the pt, but was one found that also leaked, had the same lot number and same catalog number. This sample was not returned for eval at the time of this report. A follow-up report will be submitted after eval of the device sample.